Event description:
The manufacturer received information alleging the sales rep found the operating sound of the device faulty when he was performing pre-delivery checking. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by an operational check that noise was coming from the blower assembly. The device's blower assembly was replaced to address the issue. The replaced blower assembly was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the suspect components for obvious defects and found none. Pil installed the suspect component into the pil trilogy evo test unit, attempted to run the device and the device immediately created a vent inop condition. E-110 errors were generated. E110 is a ventilator inoperative error code for evt_motor_shutdown.